Manufacturer narrative:
Product analysis: analysis could not confirm the reported lack of pacing output. It was found that the upper case, lower case, heart wire block, and battery drawer were contaminated. It was also found that the side bail covers, ring cover, main seal, and bails were contaminated; the ring was also bent. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use during a procedure and the pacing light was flickering but the epg was not pacing. The epg has been returned for service. No patient complications have been reported as a result of this event.